Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal pain, frequent and severe bladder and kidney infections, recurrent urinary leakage, aselvic/vaginal nerve damage, pelvic pressure and inflammation, excruciating pain during intercourse, vaginal infections, vaginal discharge, rectal pain, difficulty making a bowel movement, and leakage of feces. No further information has been provided.